Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01508, 0001825034-2020-01510, 0001825034-2020-01511, 0001825034-2020-01512, 0001825034-2020-01513.

Event description:
It was reported the warehouse investigated circulated items in their stock and identified debris in sterile packages. No patients were involved. No further event information is needed at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed white debris within the sterile packaging. The insert has been damaged such that particles have detached from the insert. Black particles were also observed within the carton. The blister seal remains intact. The outer packaging is roughened through handling but no notable damage was observed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed and the porous coating to shed from the implant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.